Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed low vacuum during routine check by customer. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1 (event site name). A getinge field service engineer (fse) evaluated the unit and performed functional test in which all manifold test failed. The drive manifold assembly was replaced ( 0104-00-0031). All manifold tests were conducted after the replacement and passed. It was reported that the calibrate value is within the criteria. The unit passed all functional test and met factory specifications. There was no patient involvement and no harm or injury reported.